Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with vancomycin (dose, route and frequency unknown) for the peritonitis event. At the time of this report, the patient was recovered from the event and pd therapy was ongoing. No additional information is available.